Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the savvy long pta dilatation catheter that are cleared in the us. The pro code and 510k number for the savvy long pta dilatation catheter is identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. However, device history record review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned for evaluation. Attempts to inflate the balloon of the returned catheter with air and water were unsuccessful. A slow water leak was confirmed at the distal tip from the guidewire lumen, indicating that there was a leak within the inner guidewire lumen. The source of the leak could not be identified but possibly due to a damage noted on the inner within the inflation lumen of the hub. The leak is unlikely to be manufacturing related as a 100% leak test is performed during catheter manufacture. Therefore, the investigation is inconclusive for the reported material rupture and difficult to remove issues. The root cause for the reported balloon rupture and difficult to remove issues could not be determined based upon the available information received from the field communications and device evaluation. Labeling review: the instruction for use for the bantam pta balloon catheter was reviewed and contains the following information relevant to the reported event: precautions: carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Do not continue to use the balloon catheter if the shaft has been bent or kinked. Inspection and preparation: if any resistance is felt, or if any stretching of the catheter is observed while removing the protective sheath, the product should not be used. The catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. H10: d4(expiry date: 12/2023), g3, h6(device, method). H11: b5, h6(result, conclusion). H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a during an angioplasty procedure in the lower extremity to treat atherosclerosis via a puncture in the the left radial artery under dsa, the balloon reached the destination and when trying to get the device open, the balloon allegedly did not expand. There was some resistance in removing the device and damage was noted on the balloon. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the u.s. But is similar to the savvy long pta dilatation catheter that are cleared in the u.s. The pro code and 510k number for the savvy long pta dilatation catheter is identified in. (Expiry date:12/2023).

Event description:
It was reported that during an angioplasty procedure in the lower extremity to treat atherosclerosis via a puncture in the left radial artery under dsa. The balloon reached the destination and when trying to get the device open, the balloon allegedly did not expand. The device was removed and examined and damage was noted on the balloon. The procedure was completed using another device. There was no reported patient injury.